Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report where the nurse stated that they had replaced a supply bag but not the rest of the disposables during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the registered nurse (rn) had changed out the supply bag but not the rest of the supplies. The event occurred during fill five on the home choice (hc). The rn indicated the bag was empty so they replaced it with a full bag. The technical service representative (tsr) assisted the rn to close the patient line and the clamps. The tsr had the rn turn the hc off. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.